Event description:
It was reported that a customer's epiq elite ultrasound system, used with an unspecified abdominal transducer, experienced image quality issues. During a critical care examination utilizing color ultrasound imaging, significant image interference was observed. As a result, the system was removed from service and replaced with another ultrasound unit. At this time, insufficient information has been provided regarding the patient outcome; however, there is no indication or allegation of patient harm associated with this event. Philips has initiated an investigation into the reported issue. A follow-up report will be submitted upon completion of the investigation and when additional information becomes available.